Event description:
On (B)(6) 2014, the reporter contacted animas, alleging cal service, communication issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: there are no call service alarms recorded in the black box or history for date of complaint. The black box recorded several power on resets. The battery voltage was above any battery warning settings. The battery compartment was cracked below the grip. There was no corrosion in battery compartment. The battery cap was not returned. Test cap used to complete investigation due to no cap returned. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.